Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they have been receiving several failed battery test alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery compartment was damaged internally. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No unexpected failed battery test or low battery alarm anomaly noted. The insulin pump had cracked case at display window corner, minor scratched display window. No damage or rough edges found on battery tube thread, battery cap or battery tube noted.